Manufacturer narrative:
The tandem's pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. It also states the efficacy of your t:slim pump cannot be guaranteed if cartridges are filled more than once. The reuse of cartridges may result in over-infusion or underinfusion and may cause serious injury or death. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) level of 360 (mg/dl) and was subsequently hospitalized. While at the hospital, the customer was treated with manual injections, and bg level decreased to 132 mg/dl. Reportedly, the customer left the hospital on (B)(6) 2018. The customer alleged the cause was an underlying pump issue. System check was performed and verified that the temporary rate had been increased to 200%. Additionally, the customer uses humalog insulin and uses the cartridge for 3-6 days. Customer also stated reusing cartridges. Tandem technical support advised on labeling instructions. Reportedly, the customer consulted with clinical diabetes educator (cde), and it was found that the customer does not enter blood glucose (bg) values and does not bolus appropriately. Additionally, the customer was recommended to try trusteel infusion sets. The customer resumed pump therapy.